Event description:
The reporter indicated that at implant, when trying to insert the lead into the introducer, the lead would not exit out of the introducer. When pushing the stylet, it was found to be protruding out of the lead body.